Event description:
Reportedly, on 2 remote reports, egm are missing for episodes treated by atp.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on 2 remote reports, egm are missing for episodes treated by atp.